Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with inability to anticoagulate, deep vein thrombosis in conjunction with trauma situation. Approximately four years and six months, post filter deployment it was alleged that the filter tilted, and struts perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a device history record review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately four years and six months later, computed tomography of the abdomen without contrast showed the filter just below the inflow from the renal veins with mild right anterolateral tilt and contact between the cephalad tip and inferior vena cava wall. No apparent migration cranial or caudally and no strut fracture. A 3 mm penetration of the strut hook projected into the aortocaval fat at the 4 o'clock position. A 3 mm penetration of the strut projected anteriorly and abutted the posterior wall of the third portion of the duodenum. Tenting of the medial caval wall from the strut at the 3:00 position. Therefore, the investigation is confirmed for alleged filter tilt and perforation of the inferior vena cava. A definitive root cause for the alleged filter tilt and perforation of the inferior vena cava could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 05/2014),g4 h11: h6(result and conclusion) h11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd:device not returned.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 05/2014).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with inability to anticoagulate, deep vein thrombosis in conjunction with trauma situation. Approximately four years and six months, post filter deployment it was alleged that the filter tilted and struts perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.